Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013.. The fse inspected the instrument and found the rocker bed not level errors and a leak. Upon further inspection, the fse discovered the green striped tubing from valve (vl46a) to the sheath restrictor had popped off and leaked diluent. The fse replaced the tubing resolving the leak. The fse noticed the leak had wet the rocker bed sensors. The fse dried the sensors resolving the rocker bed errors. The fse verified the instrument with shutdown/startup/latron/retic/5c controls/ and precision. All results were in specification. Failure mode of the leak was related to the disconnected tubing from vl46a to the sheath restrictor. The failure mode of the rocker bed was attributed to the leak spilling on the rocker bed sensors. However, the instrument generated rocker bed errors alerting the customer to an instrument problem. Beckman internal identifier number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that approximately 1ml of liquid leaked from the coulter lh 780 hematology analyzer and onto the counter. The leak was not contained within the instrument. The customer also reported rocker bed errors. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control plan at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.